Event description:
Dealer reported that the oxygen holder that the end user has attached to their t4 wheelchair is allegedly causing user to have pressure sores on their back. No alleged malfunction of the chair. No additional information available at time of this call.